Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Infection/erosion issue does not require analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection and erosion. The infectious control team at the other facility validated that the patient does not have an infection. A major incision type cut was noticed along the device. The patient said she fell against a desk and opened a wound. The physician opted to explant the device. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information indicates that the product was already returned. Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to possible infection and erosion. The infectious control team at the other facility validated that the patient does not have an infection. A major incision type cut was noticed along the device. The patient said she fell against a desk and opened a wound. The physician opted to explant the device. There were no additional adverse patient effects reported. The ICD was explanted.